Event description:
Spontaneous. Patient's caregiver stated the patient reported that the previous needles were breaking and hurting at injection site. She also confirmed that there are no other side effects from the medication. Unknown if pt missed any doses, experienced any side effects or if product on hand for return. No product lot number. No additional information provided. Reported to (B)(6) by: patient/caregiver.